Manufacturer narrative:
Additional information was added to b5, h4, h6, h11. B5: additionally, the device was filled to a 230ml total volume of solution. H4: the lot was manufactured between january 18, 2023 and january 23, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder; there was no evidence of leak from the filling port. The reported condition was not verified in the photo sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port. This occurred during setup prior to patient use. The device contained fluorouracil and 0.9% normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.